Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluging stent of an unknown size was placed in the obtuse marginal artery. One hour post procedure, the stent had clotted. No information has been provided regarding treatemnt of thrombosis or patient status. Additional information has been requested.